Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
It was reported to philips the CPR compressions were not displaying accurately on the monitor. There was no report of patient harm. The users continued CPR compressions.